Manufacturer narrative:
It was reported that the monitor displayed a message indicating that the controller's operating system was not found. The controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller that was unable to communicate to a monitor can be attributed, but not limited to, a component malfunction within the serial module, a serial port connector malfunction and/or a marginal internal connection between the serial port connector and the printed circuit board (pcb). The controller, however, was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. Inability to download data from the controller or inability to change pump settings may result in no action or the wrong or inappropriate action taken in response to alarms. This may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while the patient was seen in clinic, the medical team was not able to download data from the patient's primary controller to the monitor. The controller was coupled with two other monitors without success. One of the monitors displayed an error message: "operating system not found." The original monitor could display the information from the patient's backup controller. There was no reported damage to the primary controller's data port. The site elected not to exchange the primary controller since the patient underwent a recent pump exchange. There were no patient consequences associated with this event.